Event description:
During a unity total knww replacement, a different size than the one planned was implanted due to a resection significantly different to what was planned with omnibotics. This led to an unsatisfactory implantation and a 15 minute delay in surgery

Manufacturer narrative:
Per -4474 initial report additional information, including the duration of the surgical delay, post and pre surgery x-rays, operative notes, an update on the patient post surgery, when and how the issue was detected and if the femoral trials were used, if another size of the implant was tried, has been requested in order to progress with the investigation of this event. However, only partial information was provided. The surgical delay was 15 minutes and the issue was detected at the trial stage. The appropriate implanted device details were provided, and the relevant device manufacturing records have been identified and reviewed. It was found that this device was manufactured in september 2021 and conformed to material and dimensional specification at the time of manufacture. Based on the above, no further investigation can be conducted, and there does not seem to be a fault with a corin device. Therefore, the root cause is unknown and this case is now considered closed, however, should any additional information be provided then this case may be re-opened for further investigation please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Manufacturer narrative:
(B)(4) initial report. Additional information, including the duration of the surgical delay, post and pre surgery x-rays, operative notes, an update on the patient post surgery, when and how the issue was detected and if the femoral trials were used, if another size of the implant was tried, has been requested in order to progress with the investigation of this event; and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details of corin device were provided, and the relevant device manufacturing records have been identified and reviewed. It was found that this device was manufactured in september 2021 and conformed to material and dimensional specification at the time of manufacture. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
During a unity total knww replacement, a different size than the one planned was implanted due to a resection significantly different to what was planned with omnibotics. This led to an unsatisfactory implantation and a 15 minute delay in surgery.